Event description:
A customer reported that metallic like particles were observed on the posterior chamber of a pt after surgery. Thus far, the particles have had no effect on the pt's visual acuity. The customer feels, the particles originated from the ultrasound tip. The particles can not be removed at this point as the pt is no longer hospitalized. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).